Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11mar2019. The customer replaced the power supply to address the reported issue.

Event description:
It was reported that the ventilator will not switch on. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 06/04/2019. Date received by manufacturer: 06/10/2019. Failure analysis on the returned power supply shows that the failure of capacitor 56 (c56) prevented the power supply from operating on ac power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.